Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported that since approximately (B)(6) 2012 the ok button was intermittently responsive. The patient stated that there was a tear on the ok button and the keypad was peeling near the bottom of the pump. The patient reportedly wore the pump attached to a belt and denied pump exposure to moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): on examination the keypad button was peeling near the ok keypad button. On testing, the ok keypad button responded intermittently. All the other keypad buttons responded normally. The keypad cover was removed for further investigation and revealed adhesive contamination under the contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.